Event description:
The issue reported was that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pneumatic tap area, leading to the successful reloading of the cartridge, allowing the customer to resume insulin therapy.